Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device cut energy cord. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Heavy bio debris was observed at the grip tips. No ceramic dots were missing. A review of the logs showed no errors.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi requested the customer to return the vse instrument used during this procedure, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An isi tse reviewed the system logs for this event and found no related errors. The vessel sealer logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the vse instrument (part #480422-01 / lot #l10221011-0261) was used first during this procedure. There were no errors besides two cases of high initial starting impedance, a common error that occurs when there is too much tissue or fluid in between the jaws. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, the jaws of the vse instrument were sticking to tissue. It is unclear what intervention, if any, may have been performed due to this event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the vessel sealer extend (vse) instrument was sticking to tissue. This resulted in the surgeon ripping tissue off of the vse tips. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The tse suggested trying another instrument to resolve the event. The isi clinical sales associate (csa) who was present during the case said the customer was using the e-100 generator during this procedure and is considering using a erbe generator for the rest of the procedure instead of the e-100 generator. The indication for this procedure was kidney donation. The surgeon reported that this event occurred early in the procedure. The surgeon was mobilizing the colon and left kidney when the sticking tissue event occurred. The surgeon reported that no tissue damage occurred, but they replaced the vse instrument before an injury did occur. The surgeon reported that the vse instrument was sealing properly, but was not releasing from the tissue it had sealed and ¿was causing trauma with risk of avulsing small blood vessels.¿ the surgeon clarified that there was no bleeding due to this event and they never experienced any sealing issues with the vse instrument. The vse instrument was replaced to continue the procedure. The surgeon reported that there was no tissue injury or complications as a result of these events. This event delayed the procedure less than 15 minutes and the delay did not occur during a critical task in the procedure. The surgeon reported that the only intervention performed due to this event was exchanging the instrument and that this event had no effect on the procedure or patient outcome. The surgeon said there is no concern of this event causing any long-term complications with the patient. The surgeon reported that the patient did not experience any post-operative complications and they were discharged home. The patient¿s care plan was not changed. The surgeon said they do not know what caused this event. The surgeon added that they did not use other instruments to clean the jaws of the vse instrument and it was being used on ¿typical settings.¿ the customer attempted to remove the charred tissue on the vse instrument jaws, but the jaws remained sticky and was a potential risk. No events or tasks occurred that increased the severity of this event.